Manufacturer narrative:
The pump and guidewire were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported that during impella cp implantation on a patient, the physician was pulling the wire back and knuckling at the valve. The physician told the staff that the wire was out, but it was not completely out of the body and ended up getting ingested in the motor housing on the impella cp. Motor current spiked right away, and the pump completely stopped. The pump was removed, and a new impella cp was placed successfully. No patient harm was noted.

Manufacturer narrative:
The investigation of pump stop has been completed. The impella cp and guidewire were returned for evaluation. Pump did not start: upon visual inspection, returned guidewire was kinked and partially fractured. Pump did not have any visual abnormalities on the returned product. Pump was connected to console and able to be run for approximately 5 minutes at p-9 without issue. Data logs were reviewed and real time (rt) log of case showed immediate motor current spike and pump stop as soon as pump was turned on. Clinical details noted that physician pulled the guidewire to the atrioventricular (av) valve but not all the way out of the cannula. When attempting to start the pump, an immediate pump stop occurred and a motor current spike had been noted on the automated impella controller (aic). As the pump was run for less that 5 minutes in the field and unable to be started, the failure mode of "pump stop" was changed to "pump did not start". The root cause of the pump did not start was due to a use related issue as the guidewire was still in the pump when pump was turned on. Product damage (guidewire damage): based on analysis of returned product analysis, an additional failure mode of "product damage (guidewire damage)" was added. Upon visual inspection, returned guidewire was kinked/partially fractured near tip of guidewire. Clinical details noted that the guidewire was potentially still in the pump when the pump was turned on and an immediate pump stop occurred. The root cause of the guidewire damage was most likely a use related issue based on returned product and clinical details.